Manufacturer narrative:
Further investigations have determined that the measuring cell that was in use during the time of the event was used past its expected lifespan. Prior to the event, the measuring cell was last replaced on (B)(6) 2015. The life time specifications of the measuring cell is 50000 tests. The customer runs the analyzer 24 hours a day, 7 days a week. At this rate, the measuring cell would cycle through approximately 50000 tests per month.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the field service engineer replaced the syringe seals and pinch tubing on the cobas e 411 immunoassay analyzer (e411) due to an issue with proficiency samples recovering high for the elecsys myoglobin stat immunoassay. He flushed the lines and checked mechanical alignments. The customer ran calibration and controls without error. The system was operating within specifications. The customer called back on (B)(6) 2016 and stated that calibrations failed for the elecsys troponin t stat assay (tnt) and the elecsys folate iii assay (fol). Controls were also too low for tnt. The customer made new controls; these also recovered low for tnt. The kit had 46 tests left in it and the customer calibrated the assay using calibrators from frozen aliquots. The calibration failed. The customer also got out a new reagent kit and calibrated; the calibration failed. Fol calibration also failed. Both tnt and fol assays were run on measuring cell 2 of the analyzer. The customer tried calibrating elecsys ferritin (ferr), which is on measuring cell 1, and this calibration passed. The customer then ran measuring cell preparation maintenance three times on both measuring cells. The customer recalibrated, but calibration still failed. The customer then switched the tests to measuring cell 1 and calibration passed. The customer later called back and said that all controls failed for tests on measuring cell 2. The customer stated that they had to correct reports for an unspecified number of patient samples tested for multiple assays. The customer provided data for a total of 24 patient samples. Of these, sixteen had erroneous initial results that were reported outside of the laboratory for tnt, the elecsys tsh assay (tsh), and the elecsys hcg + beta test system (hcgb). Refer to the attachment for all patient data. The repeat results were believed to be correct and corrected reports were issued for these. Patient information was provided only for patient sample number 16. This patient was female, 17 (B)(6), and (B)(6). This patient is in the first trimester of pregnancy. She is diagnosed with intractable vomiting with nausea. Her medications were taken as scheduled on the day of the event. This patient's metoclopramide / reglan medication is taken every 6 hours for 10 days. Patient number 16 and two other patients were admitted to the hospital based on the erroneous results. These patients were released once the error was discovered. No adverse events were alleged. The tnt reagent lot number was 125388-01, with an expiration date of 01/31/2017. The hcgb reagent lot number was 190280, with an expiration date of 03/31/2017. The tsh reagent lot number was 137811, with an expiration date of november 2016. The field service engineer determined that the photomultiplier tube high voltage was misadjusted for measuring cell 2. He successfully adjusted the photomultiplier tube high voltage for measuring cell 2. He ran performance testing, a system volume check, and blank cell calibrations. The customer ran calibrations and quality controls; these were within specifications.